Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the mesh - ventralex (device 3). An additional supplemental emdr was submitted to represent the bard/davol 3dmax mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and ventralex on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) -2010 - patient was diagnosed with bilateral inguinal hernias and umbilical hernia thereby underwent laparoscopic repair with implant of 3dmax (device 1 and 2) and ventralex mesh (device 3). Per op notes, ¿on the right inguinal region, the cord structures were dissected. The hernia sac and herniating contents were noted and reduced fully. A 3dmax (device 1) was placed and tacked. On the left inguinal region, the cord structure was dissected. The hernia sac was and herniating contents were reduced. A 3dmax (device 2) was placed and tacked. The base of the umbilical hernia sac was noted and reduced. A ventralex mesh (device 3) was placed and tacked.¿ (B)(6) 2011 - patient was diagnosed with post operative wound infection and mesh infection thereby underwent open repair with excision of ventralex mesh (device 3). Per op notes, ¿prior infraumbilical incision was reincised. Seropurulent fluid was drained. The old sutures and the infected mesh (device 3) were noted and excised entirely. The fascial defect was noted and dissected. The defect was closed primarily with sutures.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and ventralex on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.